Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: just to confirm, when staples were released without being closed and stayed jammed in the jaws, did the device deliver any staples into the tissue? The issue occurred with the 2nd cartridge. The staples were partially closed. If yes, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Na. If yes, was the staple line interrupted/staples missing from the staple line? Yes. Did the device cut the tissue? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, tissue pushed by the knife, etc? No what was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60g. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, during use of the device with the second cartridge, the device could not be closed properly and the staples were released without being closed. The staples did not fall into the patient; they stayed jammed in the jaws. The device was removed but as it was not known if the staples line was complete, as a precaution a suture with a vicryl thread was made at the recto sigmoid junction. When checking the impermeability, no leakage was observed. There were no adverse consequences for the patient.